Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. In worst case the issue may cause a mistreatment (dose to wrong location) if the therapist does not recognize, that the system has calculated the offset for another iso center than expected. This may potentially result in a serious injury. Probability: b (improbable). The planning of several iso centers only makes sense if the iso centers have some distance from each other. Thus, it will be obvious for the therapist, that the selected iso center for offset calculation is different than the one that is intended to use. The therapist has to verify the offset activity. It is very unlikely that the therapist will confirm the offset for an incorrect iso center and continues treatment with this incorrect iso center. No other products are concerned.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. A problem has been identified with the igrt / conebeam CT option on the artiste. Sometimes, in special cases, when the treatment utilizes two or more isocenters used in parallel, after the conebeam CT and the image fusion are done, the calculated table shift is not correct. Because the shift is significant and the shift was easily noticed by the operator. There has been no mistreatment or injury reported and further investigation is underway for cause determination and final corrective action.